Event description:
Caller reported a malfunction on the pump, identified by the code malf 12, with fault ID [0x2071]. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.